Manufacturer narrative:
Additional data: h6: health impact- clinical code: 4581 - pigment on anterior surface. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -04.00 diopter, into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to high vault, with iris riding on the icl. Iop was normal. The left eye was persistently achey and there was some pigment on the anterior surface. The lens was replaced with a shorter lens and the patient is happy. Patient is 20/20, with a normal vault and no iris touch. Claim # (B)(4).

Manufacturer narrative:
A2: unk a3: unk a4: unk a5: unk a6: unk b3: unk d4: expiration date unk d6a: unk d6b: unk h4: unk (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens into the patients eye. At 2 days post-op, the lens had a vault of 2.0. The angle is slightly narrow. The lens remained implanted. Additional information has been requested but none has been forthcoming.